Manufacturer narrative:
The complaint investigation for false nonreactive results for a sample tested with the architect hiv ag/ab combo assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of a retained reagent kit of the lot 16595be01. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 16595be01 and the complaint issue. A retained reagent kit of the lot 16595be00 (lot 16595be00 and 16595be01 contain the same bulk material and are identical except the labeling of the outer package) was tested in a sensitivity setup. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv ag/ab combo test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo reagent lot 16595be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported (B)(6) architect hiv results on one known (B)(6) patient. The patient is a (B)(6)-year old male with drug induced liver injury. The results provided were: on (B)(6) 2020, sid: (B)(6) = (B)(6)/ sid:(B)(6) retest = (B)(6); tested by ae180 = (B)(6). There was no reported impact to patient management.